Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, at the second firing, device blackout occurred so a new device was used. After the procedure was completed, when re-starting the device, the product was able to be started up. There was no patient injury.